Manufacturer narrative:
During testing, it was noted that the distal pressure pin was missing. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the svc ctr for update/recertification. This does not indicate a reportable malfunction. However, during verification testing at the svc ctr, it was noted that the device distal pressure sensor pin was missing.